Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the olympus loaner, evis exera iii gastrointestinal videoscope was reprocess incorrectly and sent to the customer. The loaner scope was delivered dirty and after the operation, one of the ducts was sluggish. Also, while cleaning the channel, a live centipede appeared. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported live centipede emerged during channel cleaning issue was not confirmed and the root cause could not be determined. The event can be reduced/detected by following the instructions for use which state: ¿¿ proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel. Store only adequately reprocessed endoscopes and accessories in the endoscope storage cabinet." In addition, the following non-reportable malfunctions were found during the device evaluation: the user pointed out ¿the lg here was already quite dirty¿, however, no contamination could be confirmed on the loaner device during the cds and incoming inspection olympus will continue to monitor field performance for this device.